Event description:
It was reported that the patient experienced a shocking or jolting sensation, following an unrelated back surgery performed on (B)(6) 2011. The sensation was not specific to only one side of the patient. The patient had four programs, one of which seemed to produce an intermittent shocking sensation if the patient's head was placed in a certain position. The other three programs provided a continous shocking sensation. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).